Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been no other events reported. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Following a review of the provided implant sheets it was identified that an infection event had taken place in 2017.

Manufacturer narrative:
The following devices were also listed in this report: md vit slv and 2.0mm homog cbl; cat# 6704-0-510; lot# 49279101 md vit slv and 2.0mm homog cbl; cat# 6704-0-510; lot# 50133901 md vit slv and 2.0mm homog cbl; cat# 6704-0-510; lot# 50201002 md vit slv and 2.0mm homog cbl; cat# 6704-0-510; lot# 50133911 md vit slv and 2.0mm homog cbl; cat# 6704-0-510; lot# 50201002 md vit slv and 2.0mm homog cbl; cat# 6704-0-510; lot# 50133901 md vit slv and 2.0mm homog cbl; cat# 6704-0-510; lot# 50133901 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding infection involving a dall miles cable was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned for evaluation. -medical records received and evaluation: no information was received for review with the clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot or for the reported sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device,pathology reports, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Following a review of the provided implant sheets it was identified that an infection event had taken place in 2017. Update: patient previously had cancer and poor bone quality.